Event description:
The pt was implanted with two dual extensions having the same lot number. It was reported these extensions were explanted due to fluid in the headers of the extensions. There is no further plan of action from the physician.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.